Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a male foley catheter contains leaflets with guidance for a female catheter. These just cause confusion, therefore the catheter could not be used.

Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received 2 photos samples that show outer packaging of the catheter. Labelling steps listed on the outer packaging are adequate however it does not indicate details of the catheter being utilized for female patients only. As some products that utilize this IFU are female length, a female symbol has to be defined. Inclusion of the female symbol in packaging is meant to define the symbol rather than indicate the product is strictly for females. As labelling in photo samples received is adequate the reported event is unconfirmed. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. A labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a male foley catheter contains leaflets with guidance for a female catheter. These just cause confusion; therefore, the catheter could not be used. (Lot#myht1982), (lot#myhv3511) and (lot#mygx3514).